Event description:
It was reported that clip was not adhering to adhesive wings. It resulted in patient¿s PICC to slip out of 0.2cm.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a tricot pad and fixed posts was returned for evaluation. An initial visual observation showed use residue on the returned sample. The retainer was observed to be completely detached from the pad of the device. A microscopic observation revealed poor adhesive coverage on the underside of the retainer, especially on sides and lower region of the retainer. The investigation was forwarded to the manufacturing facility for further evaluation. Awareness training was performed with the manufacturing operators regarding this complaint. A lot history review (lhr) of judy0674 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judrf490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that clip was not adhering to adhesive wings. It resulted in patient¿s PICC to slip out of 0.2cm.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a tricot pad and fixed posts was returned for evaluation. An initial visual observation showed use residue on the returned sample. The retainer was observed to be completely detached from the pad of the device. A microscopic observation revealed poor adhesive coverage on the underside of the retainer, especially on sides and lower region of the retainer. The investigation was forwarded to the manufacturing facility for further evaluation. Awareness training was performed with the manufacturing operators regarding this complaint. A lot history review (lhr) of judrf490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that clip was not adhering to adhesive wings. It resulted in patient¿s PICC to slip out of 0.2cm.